Manufacturer narrative:
The subject device has been discarded by the user facility. Therefore, olympus medical systems corp. (Omsc) could not confirm the phenomenon. As a result of checking the instruction manual, the following descriptions related to this event were found. This event is warned by the instruction manual. Drawing number and revision number of IFU: rc2058 06. - use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient. - the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue. - whenever possible, avoid contacting the shaft other than the grasping section to the tissue as the temperature of the shaft can become elevated and could cause unintentional burns. Refer to ¿temperature of the shaft, grasping section, and probe tip during activation¿ on page 20 for details of the temperature. From the content of the proposal, it is presumed that the event occurred due to the following mishandling related to the occurrence of the event. - the event may have occurred because the hot sheath during output touched the small intestine.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. Since the lot number of the subject device was unknown, the DHR for over the past year prior to the date of occurrence was inspected. No abnormalities detected in the DHR of the following items which relate to the reported phenomenon. [Inspection] ultrasonic output [inspection] appearance the specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been discarded by the user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the surgeon applied too much tension when incising the peritoneum during inguinal hernia repair procedure, causing the tip of the probe to come into contact with the patient's small intestine, resulting in burns. The burn was discolored white in the shape of the probe, and the user facility states that the burn was not severe. As an additional procedure, a mesh was placed in the affected area and the condition was observed. The intended procedure was completed with the same device. The user facility stated that the event was the responsibility of the physician. There was no malfunction of the subject device was reported.